Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillators (crt-d) exhibited high out of range pace impedance measurements, greater than 3000 ohms in the right ventricular (rv) lead. Additionally, this rv lead exhibited high out of range shock impedance measurements, greater than 200 ohms. Technical services (ts) confirmed noise was observed in the rv lead. Ts recommended further evaluation. Due to the sudden pace and shock impedance measurements, this device was deactivated. No additional adverse patient effects were reported. This device and lead remain implanted. Additional information was received indicating that oversensing was noted. As well, noisy signals were detected in the (rv) lead. As of today, the cause of the rise in impedance pace measurements has not been determined. No additional adverse patient effects were reported. This device and lead remain implanted.